Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the dwell cycle three of four of peritoneal dialysis therapy. Troubleshooting could not take place since this happened in the early morning but the hp said there was nothing unusual found that would cause or contribute to the alarm. The patient ended therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.